Manufacturer narrative:
H3: one cadd solis vip pump was received with deep scratches on the lens. The event history log was reviewed and there were system fault messages as well as a power down message. The pump was ran in user mode and manufacturing (mu) mode. The reported " will not hold programming" problem was not able to be duplicated. From the entries in the log it can be seen that the pump on three occasions stopped for system faults, two for rtc time/date issues (46822) and once for cmd interval too long (42224). Due to the intermittent nature of the errors it could not be captured during testing. There was a firmware issue and the pwa will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not hold programming. No adverse effects were reported.